Manufacturer narrative:
This report is being filed on an international product, list number: 192-000j that has a similar product distributed in the us, list number: 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with a direct tested, kitted, nasopharyngeal sample. The customer initially tested positive with the ID now covid-19 2.0 assay. The customer performed a repeat test with another ID now covid-19 2.0 assay which generated a negative result. The customer stated the patient was asymptomatic and confirmed there was no patient harm due to the test results. No additional information was reported.

Event description:
The customer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with a direct tested, kitted, nasopharyngeal sample. The customer initially tested positive with the ID now covid-19 2.0 assay. The customer performed a repeat test with another ID now covid-19 2.0 assay which generated a negative result. The customer stated the patient was asymptomatic and confirmed there was no patient harm due to the test results. No additional information was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.